Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large and a hemostatic valve separation issue occurred. During the procedure, the white rubber plug in the card slot of the inner sheath was skewed, which caused great impediment. The second device was used to complete the procedure. There was no patient consequence reported. Additional information was received. A smart touch sf catheter couldn¿t advance in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large due to the impediment. The ¿impediment¿ was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The ¿white rubber plug in the card slot of the inner sheath was skewed¿ issue was assessed as MDR reportable for a hemostatic valve separation.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿large and a hemostatic valve separation issue occurred. During the procedure, the white rubber plug in the card slot of the inner sheath was skewed, which caused great impediment. The second device was used to complete the procedure. There was no patient consequence reported. The bwi product analysis lab received the device for evaluation on 22-sep-2022. The device evaluation was completed on 29-sep-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). After the valve was removed, the dilator and a good known lab sample catheter were introduced through the sheath and resistance was felt. No obstructions were detected. The dilator outer diameter was measured and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate to reduce resistance issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 20-oct-2022, noted correction to the 3500a follow-up #1 as missing the h6 investigation conclusion code of "cause traced to device design (d01)". Therefore, processed. In addition, the 3500a follow-up #1 device evaluation stated, "visual analysis revealed that the hemostatic valve was dislodged inside the hub component." However, on 26-oct-2022 a correction was noted as it should have stated, "visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Additionally several bents were found on the dilator."